Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. The product was disassembled, no damage or molding defect were observed in the plunger rod. A device history was performed and found one annotation related to the reported defect. During manufacturing, a failure was detected in the assembly station that caused distorted stoppers due to misalignments of the plunger/stopper to the barrel during assembly. Once detected, the mechanical team repaired the issue and defective samples were rejected. It was determined the instance reported is related to this malfunction. A vision system was recently installed to detect this issue during manufacturing.

Event description:
It was reported that the plunger of a bd plastipak¿ luer-lock syringe was defect before use. Foreign complaints the following information was provided by the initial reporter, translated from french to english: ¿ the plunger of the syringe has a defect. The device is still in the packaging, it has been not used. ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd plastipak¿ luer-lock syringe was defect before use. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿ the plunger of the syringe has a defect. The device is still in the packaging, it has been not used. ¿